Event description:
Physician operated on a pt in 2005. The procedure was a sub-occipital decompression/chiari. At the time of closure, suturable duragen was sewed in using a running stitch with prolene. A valsalva maneuver was performed, to show that the closure was water tight. The graft overlapped the defect by no more than 1 to 2cm. Tisseel was used as an adjunct therapy. Patient returned a couple of weeks post- operative with a csf leak that progressively became worse. Consistent with the leak, a post surgical psuedomeninogocele developed. The same month, the pt was reoperated on by a different physician. Upon re-exploration it was determined that the graft had partially resorbed and lost mechanical strength. Csf was leaking through the graft, and not at the margins. There was no sign of infection.